Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and/or elecsys tsh assay results for four patient samples. Refer to the attachment to the medwatch for all patient data. The customer sent the samples to another laboratory that used an architect analyzer and the results were lower and matched the medical history of the patients. On (B)(6) 2016, the same samples were tested on another cobas e601 analyzer and the results were similar to the architect. For sample 1, the erroneous result was reported to the doctor who requested repeat testing. Samples 2-4 were repeated before results were reported. The patients were not adversely affected. The ft4 reagent lot was 158223 with an expiration date of 09/17/2017. The tsh reagent lot number and expiration date were requested but were not provided. For the ft4 assay, based on the provided calibration and qc data, a general reagent issue could most likely be excluded. Typical causes of this type of event include foam/bubbles on the reagent, microclots/fibrin filaments in the sample, or contamination of the environment and/or the sample with the analyte. For the tsh assay, the issue was most likely due to the different setups of the assays, the different antibodies of the assays, or the different standardization procedures. From method comparison data and external quality surveys, it is known that the roche tsh assay normally has higher values than the abbott analyzer.

Manufacturer narrative:
During the investigation, the customer stated they received questionable ft4 results for two additional patient samples that upon repeat testing were lower. Specific data for these samples was requested but was not provided. The analyzer was checked and the reagent probe was changed and the pipettors were adjusted. Precision testing was done and the results were ok. After these actions, no further issues were noted.